Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) on 2019-apr-19 regarding a patient receiving morphine (10mg/ml at 0.5mg/day) via an implanted infusion pump. The indication for use was spinal pain. It was reported that the pump off code was requested due to a problem with the device or therapy. It was reported that an infection was confirmed. Erosion had occurred at the pump pocket with symptoms of drainage, protrusion through the skin/dehiscence, and tenderness. It was noted that the change in therapy/symptoms was considered sudden. The event occurred in (B)(6) 2019. The hcp indicated the symptoms were noticed two weeks ago but thought that they had been there longer. The pump was being turned off on the date of report and explanted on (B)(6) 2019. No further complications were reported or anticipated.